Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of an unknown dust contaminant and keratin-like contaminant in the filter area of the blower box, on the blower seal and blower box. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with an unknown dust and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. Section b1, b2, d9, g3, h1, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.